Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of trip wire broken. Block h10: the returned speedband superview super 7 (ligator head only) was analyzed, and a visual evaluation noted that the ligator head was returned with four bands attached. One band was moved from its position. The device was observed under magnification, a tooth had friction marks (damaged) and the suture hole was in good condition. No other problems with the device were noted. The reported event of trip wire broken could not be confirmed as the handle was not returned. Upon analysis of the returned component, it was observed that the ligator head returned with four bands attached without the suture thread attached and one band was moved from its position, which indicates that the bands could not be deployed. Based on the device conditions, one band was moved from its position and a tooth had friction marks (damage), the functionality of the device may have been affected in some way; perhaps an excess of force, manipulation, the technique used, or the patient's anatomical conditions could have contributed to the event. Based on all available information, the most probable root cause of the event is adverse event related to procedure. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as the user removed the shrink wrap of the speedband superview super 7 at the beginning of the set-up; however, per the speedband superview super 7 multiple band ligator instructions for use, "carefully remove shrink wrap by pulling marked tab such that ligator bands and threads are not disturbed."

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) with banding procedure performed on (B)(6) 2023. During the procedure, the three bands were deployed successfully and then the trip wire broke. The procedure was completed with the original speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. Note: it was reported that the ligator shrink wrap was removed earlier in the set-up process, before tensioning wire; however, per the instructions for use (IFU), "removal of the ligator shrink wrap is done at the end of the setup."

Manufacturer narrative:
Imdrf device code (B)(4) captures the reportable event of trip wire broken.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) with banding procedure performed on (B)(6) 2023. During the procedure, the three bands were deployed successfully and then the trip wire broke. The procedure was completed with the original speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. Note: it was reported that the ligator shrink wrap was removed earlier in the set-up process, before tensioning wire; however, per the instructions for use (IFU), "removal of the ligator shrink wrap is done at the end of the setup."